Event description:
Customer requested that the pneumatic demand device (pdd) be checked over and sent the pdd (only) in for eval. During eval, enough liquid oxygen leaked from the cracked connecting tubes to potentially cause a serious injury should this malfunction recur. The pdd was repaired and returned to the customer. A corrective action has been implemented on units manufactured after 9/13/95 which replaced the connecting tubes with a more durable material.